Manufacturer narrative:
The device was returned for analysis. The reported break hub was able to be confirmed. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation, the flushing device was over torqued during connection to the flush port hub resulting in the reported/noted cracked and separated hub; thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 5.0x120mmsupera self expanding stent system (sess), the flush port [hub] was cracked and leaked. The procedure was completed using a new unspecified supera sess. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. *the device return analysis revealed that a small portion was separated and not returned at the noted crack.